Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in (B)(6) 2012. During the procedure, it was difficult to attach the disposable to the unit. The disposable was eventually connected to the device and the procedure was completed with the same device. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a misalignment between the cpc coupler and connector.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.